Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record for the above-referenced product was unable to be reviewed since the batch/serial number(s) is unknown.

Event description:
During the procedure, the ablation egm location could not be found and the procedure was cancelled. Further investigation revealed bent pins in the genconnect. The patient was already prepped for the procedure when the case was cancelled. There were no adverse consequences to the patient.